Manufacturer narrative:
Root cause: xjz ft cntrl,cable,recep shorted intermitting foot pedal in second position causing the foot pedal to not put out water when the foot pedal is in second position clogged duckbill filter causing poor air/powder flow debris buildup in the water filter causing poor water flow worn nozzle grip quick disconnect was leaking and needed replaced. Note: replaced damaged/worn components and recalibrated unit to factory specs. For proper evaluation. And testing please always send in all parts that go along with the unit to be looked at items not received for testing and evaluation. No air hose assembly.

Event description:
While the customer was using a cavitron jet plus g137, they allege that not enough water was coming out and the insert tips are getting hot. No injury was reported from the alleged event.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.